Event description:
It was reported that the patient experienced blood drainage around the pocket site. It was noted that the incision site bubble and appeared cloudy. The physician believed that there was no infection at the site. It was believed that this was due to how the incision was closed at the time of implant as the physician used a different closing device. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred three months ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7075904 / 7076568. Product family: scs-lead fixation: upn: m365sc43180, model: sc-4318, serial: na, batch: 26850447.